Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic inguinal repair, there was a damage in the valve seal. The surgeon noticed that the abdominal pressure was decreasing and air was leaking. Another device was used in order to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.